Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085230. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants date of implant (B)(6) 1996) reported unexplained systemic symptoms, which included but not limited to ¿extreme fatigue, muscle aches, extreme brain fog, and concerning memory loss, degenerative arthritis, anxiety, double night vision, head pressure, high blood pressure spikes.¿ it was also reported that the patient experienced bilateral breast pain. As a result, the patient is planned to undergo breast implants removal on 2019. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.